Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump does not reflect the correct time and date of their reservoir change. The customer's insulin pump reads that they changed their reservoir on the (B)(6) when in reality the customer changed the reservoir on the (B)(6). The customer was assisted with removing the reservoir and rewinding the insulin pump and reinserting the reservoir. The customer was then advised to monitor the device and to call back if the issue persisted. The customer did not return the product back for analysis.